Event description:
Pt was experiencing abdominal pain and uncontrollable diabetes and required surgery. A main central line was inserted into the femoral vein and a guidewire was lost in the groin. Pt is stable and guidewire removed.